Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed and traced to the ECG trunk cable failure. Further action decision: based on the information available and results of additional analysis, no further action is necessary at this time. Trending statement: the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Closure & product disposition: reported problem was solved by customer, after replacing the ECG trunk cable, device was successfully returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Customer resolved the issue on their own.

Event description:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the ECG operational check failed. No patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.